Event description:
It was reported by the customer that the catheter was inserted via the basilic vein in 2009. It was noted 48 hours after the catheter insertion, the patient developed phlebitis in the left arm. Two days later, the catheter was withdrawn and a anticoagulation therapy was administered. This event was confirmed by doppler.

Manufacturer narrative:
Sample will not be returned for evaluation.